Event description:
Related manufacturer reference number: 2017865-2022-11582. It was reported that the patient presented remotely via (B)(6).net. Review of the transmission revealed that the right ventricular(rv) and right atrial(ra) leads exhibited noise leading to pacing inhibition. The rv lead noise triggered inappropriate high ventricular rate episodes. Noise was not reproducible with isometrics. The patient will further be monitored. There were no patient consequences.

Manufacturer narrative:
Correction: field h6 update - health effect impact code was updated.